Event description:
E-mail received from the sales rep. Informed that: "I need to report a complaint regarding the 826631 codman microsensor. This occurred at children's medical center (B)(6) on (B)(6). The patient was a male child in which they had the sensor originally placed on (B)(6). In the ICU the sensor broke off. The pa thought that although it were secured appropriately and had appropriate slack that he may have turned abruptly and the slack may have gotten caught and caused the complete break in the sensor. There was no delay in surgery and the doctor placed another sensor in the patients head. The customer has asked for a replacement". Please send the evaluation results to the sales rep. On (B)(6) 2014, the sales rep. Informed that the correct account number is "(B)(6)- children's medical center" not "(B)(6)" as initially reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material stretched and broken 7.5cm from connector. Internal catheter wires exposed and broken. Multiple severe kinks along catheter body. Suture attached to catheter material. No testing was possible. Based on the above evaluation the complaint is confirmed. It appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.